Event description:
It was reported, that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous, and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon vertically ruptured at the center of the balloon. The device was removed. And procedure was completed with another of same device. There were no patient complications nor injuries reported. And the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).